Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad of the subject device was worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The coating for electric insulation of the probe was partially missing. The device history record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic hepatectomy, two tb-0535fcss ware used. In the procedure, the user found the tissue pad of the first tb-0535fcs was worn. The user replaced it with second tb-0535fcs. However, the user found the tissue pad of the second tb-0535fcs was also worn. The intended procedure was completed with another device. There was no patient injury reported. On (B)(6) 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe of the first tb-0535fcs was partially missing. This is the report regarding the missing coating of the probe of the first tb-0535fcs.